Manufacturer narrative:
The reported unit was not made available to the manufacturer for evaluation, multiple attempts were made to obtain the device. A device history review (DHR) was performed millennium, serial number (B)(4) was manufactured on 02/12/2013. There is no indication that there were any relevant discrepancies during manufacturing. A review of the device history record (DHR) found no non-conformance that could cause or contribute to the reported issue. This report is submitted to comply with MDR malfunction notice 76 fr 12473 requiring the reporting of incidents involving a life-supporting and/or life-sustaining device.

Event description:
It was reported that when the ventilator unit is switched on and without any changes in parameters by the user, the pip falls to the same level as the peep and does not correct until the unit is turned off and switched back to on. When the pressure falls the low pressure alarm also activates. Reportedly all duckbills, water trap filter, blue diaphragm and blender filters are in good condition. No patient involvement or injury was reported.